Event description:
Female consumer reported an event with band aid brand tru stay sheer bandage. She used a tru-stay sheer bandage for a skin care injury on (B)(6)2023. Consumer alleges to having a very bad allergic reaction to the adhesive of the bandage. Consumer visited urgent care and was administered a steroid shot and written a prescription for hydrocortisone cream along with recommended use of otc benadryl and an ice compress. Consumer alleges to still be experiencing worsened symptoms.

Manufacturer narrative:
Johnson & johnson consumer, inc. Is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which johnson & johnson consumer, inc. Has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, johnson & johnson consumer, inc. Or its employees that the report constitutes and admission that the device, johnson & johnson consumer, inc., or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. A4, a5: patient weight, and ethnicity and race were not provided for reporting. D1, d2, d3, d4: this report is for one (1) band aid brand tru stay sheer bandages 80ct USA 381370046691 381370046691usa 381370046691usa, lot number 3362b. D4: UDI #: (B)(4). Upc # 381370046691. Lot number #: 3362b. Expiration date: na. D10: device is not expected to be returned for manufacturer review/investigation. H3, h4, h6: device evaluation/investigation could not be completed; no conclusion could be drawn as product was not returned to manufacturer. Device history records review was completed. No non-conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition and product was manufactured per specification. The product was manufactured on december 2, 2022. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.